Event description:
Per the provider the valve is stuck. Per the independent repair center statement there is alarming or red light. The rexvoth valve is stuck. The poppit kit valve is not shifting and the ty wraps tubing are leaking.